Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device pressure alarm and pressure relief were not activating. Patient involvement is unknown and there is no report of adverse event.

Event description:
Additional information was received informing that the problem was discovered during routine check preventative maintenance. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B5 describe event or problem: additional information. D4: complete UDI: corrected. D9: date returned to mfg.: 1/26/2024 h3 device evaluation by manufacturer, h6. Health effects and evaluation codes: updated. One device was received for evaluation. The reported issue was verified during testing. The alarm reed assembly was contributing to the issue. It was unknown what caused the alarm reed assembly to become faulty. Replaced the alarm reed assembly and the device passed all functional testing after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.